Event description:
Advanced bionics was informed that the patient is experiencing facial nerve swelling. The patient is reportedly experiencing headpiece retention problems with his device and requires additional magnets to improve retention. Surgery to thin the patient's skin flap has been scheduled.